Manufacturer narrative:
H.6. Investigation: bd  was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that 3 unspecified bd introsyte¿ introducer experienced sheaths that would not split as intended. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Hematoma. Splittable sheath did not completely separate / introducer did not peel apart correctly. Introducer was used to insert a PICC or other device but the device would not advance.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 unspecified bd introsyte¿ introducer experienced sheaths that would not split as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Hematoma. Splittable sheath did not completely separate / introducer did not peel apart correctly. Introducer was used to insert a PICC or other device but the device would not advance.

Manufacturer narrative:
The following field was updated due to correction: h: no. Of events summarized: 3.

Event description:
It was reported that 3 unspecified bd introsyte¿ introducer experienced sheaths that would not split as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Hematoma. Splittable sheath did not completely separate / introducer did not peel apart correctly. Introducer was used to insert a PICC or other device but the device would not advance.